Event description:
The customer reported obtaining false negative patient result on diazyme procalcitonin (pct) assay on their au480 clinical chemistry analyzer. The false pct result was released out of the laboratory and they customer indicated patient care was delayed by 24 hours, the customer indicated the patient sample was sent out to a different laboratory. As a result, patent care was delayed. The customer did not provide patient demographic. The details of patient care was not provided. Additional information was not provided, although requested.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The performed multiple interventions, including reseating detergent tubing, washing cuvettes. However, it did not resolve the issue. After further troubleshooting the fse determined the primary failure mode was identified as multiple hardware malfunction. The fse determined the sample and reagent syringe drives were defective. The fse replaced the sample and reagent syringe drives which resolved the issue. The fse performed system verification without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).